Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device evaluated by MFR: device not returned.

Event description:
It was reported that a malfunction alarm occurred and that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, however the alleged occlusion issue could not be verified. The information will be used for tracking and trending purposes.